Manufacturer narrative:
(B)(4): damaged yoke. Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although, no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specification. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap nephrectomy procedure, the firing mechanism jammed. No cut or staple deployment. Another device was opened and the case was continued. There was no patient consequence.